Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not fire staples. No additional information is available about this procedure. Procedure completed with same/like device. There was no adverse consequence to the patient.